Manufacturer narrative:
H3, h6: the actual complaint product was not returned for evaluation and the only sealed products were visually inspected and found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by other health care professional on behalf of consumer stated that there was an unspecified issue with the contact lenses. The consumer has used this specific unit previously without this same issue. Upon follow up information received it was reported that the consumer visited an ophthalmologist and was diagnosed with abscess and a bacterial infection in the right eye which was possibly due to contact lenses. The consumer was prescribed medical treatment, including unspecified antibiotics and cortisone. The contact lenses had been discontinued. The current status of the consumer¿s eye was symptoms improving at the time of this report. Additional information has been requested but not yet received.